Event description:
It was reported, approximately three years and one month post implant sensing difficulty was encountered and the patient experienced numerous v-v intervals with the lead. Consequently, revision procedure was completed: lead was capped, device excised and both were replaced uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable pulse generator was returned. Primary analysis finding: no anomalies found. Visual examination of the connector block and shield noted cautery marks, grommets were loose and no anomalies were found with setscrews.